Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on an unknown date and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent revision/removal procedures of the mesh on (B)(6) 2008 and (B)(6) 2010 due to erosion, pain, bleeding, recurrence, dyspareunia, infection and urinary problems. (B)(4). Undefined recurrence; dyspareunia; urinary problems.

Manufacturer narrative:
(B)(4): past medical history: asthma, gastroesophageal reflux disease, migraines, tubal ligation, cholecystectomy(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.